Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 12/21/2021. H.6. Investigation: four photos and one sample were returned by our quality team for evaluation. From the photos and the sample, the needle was observed to be pierced through the catheter near the tip. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The assembly process was reviewed. If the needle pierced through catheter occurred in the manufacturing process, the defect would be detected and auto rejected by the inline tip spear vision inspection system. Needle pierced through catheter could also happened during product application when the product was manipulated or during the needle cover removal if not done carefully. H3 other text : see h.10.

Event description:
It was reported that prior to use with a bd insyte¿ peripheral IV catheter winged the catheter tip was discovered to be damaged. The following information was provided by the initial reporter, translated from dutch to english: I see a minimal curvature of the venflon, am I correct? Apparently enough not to use it, right? Was anyone exposed to the leaked product? No, it was noticed before use other actions that needed to be taken? Getting a new needle which makes the process more expensive for the child that had to be held in the hold, so very unpleasant. Did the treatment plan have to be adjusted as a result of this incident? (For example, should the insulin dose be adjusted as a result of the defect?) No.

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with a bd insyte¿ peripheral IV catheter winged the catheter tip was discovered to be damaged. The following information was provided by the initial reporter, translated from dutch to english: I see a minimal curvature of the venflon, am I correct? Apparently enough not to use it, right? Was anyone exposed to the leaked product? No, it was noticed before use. Other actions that needed to be taken? Getting a new needle which makes the process more expensive for the child that had to be held in the hold, so very unpleasant. Did the treatment plan have to be adjusted as a result of this incident? (For example, should the insulin dose be adjusted as a result of the defect?) No.